Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12646. It was reported the patient's lead contacts had high impedance values. The leads were explanted and replaced. The patient reportedly receives effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #1627487-2015-12646, #1627487-2015-13684, #1627487-2015-13685. It was determined via product testing that one of the extensions caused the issue. Device 3 and 4 were added to address the extensions.